Event description:
It was reported by the pharmacist, that the product broke. More info to come to follow.

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be submitted on a supplemental report.